Manufacturer narrative:
.

Event description:
The customer stated that they have had multiple calibration errors for their ion selective electrode (ise) tests starting on (B)(6) 2016. The customer replaced ise reagents since these were low and then stated that calibrations failed, but controls were ok. The customer recalibrated the ise tests and controls were then acceptable. The customer questioned ise results for a total of three patient samples. Of these three samples, one had erroneous results for ise sodium and ise chloride. The sample initially resulted as 122 mmol/l for ise sodium and 119 mmol/l for ise chloride. The initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer, resulting as 142 mmol/l for ise sodium and 102 mmol/l for ise chloride. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The ise sodium and ise chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service representative determined that the sipper probe was out of adjustment. He adjusted the probe. The customer ran controls and calibrations; these were within range. A precision study was performed. A specific root cause could not be determined based on the provided information. Possible root causes may be related to air in the sample channel, leakage current coming from the waste, or use of an old and/or expired reference electrode.